Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: fm was in the tube.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device lot #: 9065730 was reported but is not valid for this product medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: fm was in the tube.